Event description:
It was reported that the pt experienced headache two times the same month in 2007. The pt recovered with loxonin medication each time. On 10/26/2008, the pump was refilled. The expected residual drug volume was 14.2ml the actual drug volume was 15.5ml. No other volume discrepancies were noted. No diagnostic testing of the device was reported. The reporter indicated a "probable" relationship to the drug. It was indicated the event was unrelated to the device. The pump was implanted the previous month; the catheter tip location was c7.